Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The explanted pump was returned for evaluation. The evaluation of the pump confirmed the suspected pump thrombosis. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. A larger thrombus formation was found adhered around the inlet bearing ball, obstructing approximately 30-40 percent of the blood flow path. The two thrombus rings appeared similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to suspected pump thrombosis. On (B)(6) 2016, the patient underwent a pump exchange. Additional information was requested but not provided.